Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the catheter came loose from the quick release while the patient was sleeping. No further information available.